Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis report.

Manufacturer narrative:
(B)(4). This complaint of a titanium adapter separation could not be confirmed since no sample was available. A batch review was not possible since the lot number was unknown. The root cause for the possible separation cannot be determined without a sample or further information on circumstances associated with the event. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of "titanium became loose/line came unthreaded" and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date the nurse reported that the "titanium became loose and the line came unthreaded" and caused peritonitis on (B)(6) 2011. The patient was recovering from the event of peritonitis and the outcome of the event "titanium became loose" was not reported. Dianeal therapy was ongoing. Per the nurse, the event of peritonitis was not related to dianeal therapy and did not provide an opinion on the event "titanium became loose and line came unthreaded". On (B)(4) 2012, product surveillance contacted facility and spoke with the peritoneal dialysis nurse regarding this patient. The nurse reported that the transfer set came apart from the titanium adapter and the patient reconnected and did not notify the clinic until he had developed peritonitis. She did not believe that there was any damage to the transfer set or the adapter. The patient's transfer set has been changed and there is no sample available. The nurse reported that the patient was retrained on proper technique and has recovered from this event. The patient remains on peritoneal dialysis therapy at this time. No further information was given at this time.